Manufacturer narrative:
Manufacturer's investigation conclusion: the analysis of the log files submitted by the account confirmed low flow events. According to the account, the low flow events were likely caused by hypertension. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reports of hypertension and volume overload could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2021 through (B)(6) 2021. The file captured two low flow events on (B)(6) 2021 that did not last long enough to result in alarms. It was noted that pulsatility index (pi) was elevated during the low flow events. The file was otherwise unremarkable, and the pump appeared to operate as intended at the set speed. The account later communicated that the cause of the low flows was likely due to hypertension. The low flows were transient and have resolved. The cause of the fluid overload and hypertension was due to the patient missing a diuretic dose. The patient was given diuretics for the fluid overload and hypertension. Lastly, the account communicated that the patient was otherwise doing well and continues to follow up with the clinic per their standard care. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. The IFU explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, rev. C. Is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23oct2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the analysis of the log files there were a couple of low flow alarm advisories with high pulsatility index (pi) readings. The events did not last long enough to cause an alarm. The events seemed to be physiological in nature. The patient was hypertensive with a blood pressure of 117/81 and fluid overloaded. The labs were stable.